Event description:
It was reported to philips the device's ac power supply is not working. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the ac power module needed to be replaced to return the device to working condition. According to (B)(4) which has been provided to the customer to inform that a replacement part can be ordered by service personnel to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.